Event description:
Customer called to report that the insulin pump alarmed low battery. Customer stated that the pump shut off on its own. Customer's blood glucose reading was 76 mg/dl. Customer has requested a replacement pump. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with normal operating current. No unexpected low battery alarm or replace battery now during testing. The detail trace and pump history confirmed that no unexpected low battery alarm anomaly was noted. The micro timer was functioning properly. However, the insulin pump had minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.